Event description:
The customer reported that the cradle lock is stuck. No pt was involved.

Manufacturer narrative:
The system was repaired, found to be operating as intended, and released to the customer for use.